Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procure was performed to treat a lesion in the moderately calcified left common femoral artery following an abdominal aorta aneurysm repair. During preparation of the 8x39mm omnilink elite stent delivery system (sds), no resistance was noted when removing the sds from the dispenser coil or when removing the stylet. It was noted that the stent was noted to be loose on the delivery system therefore it was not used. Another omnilink elite stent was used to complete the procedure. There was no patient involvement and no clinically significant delay in procedure. No additional information was provided.

Event description:
Subsequent to the initially file report, it was reported that during the procedure, the sds was loaded into the guiding sheath. There was no adverse patient effects.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot. A conclusive cause for the reported stent dislodgement could not be determined; however, factors that may contribute to stent dislodgment prior to use include, but are not limited to, crimping during manufacturing, incorrect sheath sizing, negative pressure during sheath removal, forced sheath removal, mishandling during product preparation for use, or interaction with accessory devices. In this case, it is possible that inadvertent mishandling during protective sheath/stylet removal and/or while attempting to load the device into the guiding sheath may have contributed to the reported stent dislodgement; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. Corrections: b6 - relevant test/laboratory data: updated. B7 - other relevant history: updated. D1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated. H6 - health effect - impact code: code 2645 was removed and code 2199 was added.